Manufacturer narrative:
E1 initial reporter facility name: the fourth affiliated hospital (B)(6). E1 initial reporter phone: (B)(6).

Event description:
Synergy china registry. It was reported that angina pectoris occurred. In august 2020, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 95% stenosis and was 13 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 3.50 mm x 16 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In march 2024, the subject was diagnosed with angina pectoris and was hospitalized on the same day for further evaluation and treatment. At the time of the event, the subject was on aspirin and clopidogrel. Angiography without revascularization was performed and medication was given to treat the event. Three days later, the event was considered to be recovered/resolved and the subject was discharged.